Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement presented. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement presented, which was confirmed through fluoroscopy. No additional adverse patient effects were reported.